Manufacturer narrative:
The device was not returned to the service hub for evaluation and analysis; therefore, the reported complaint could not be replicated or confirmed. A 12-month service did not indicate a similar event. Due to the unavailability of the device, a probable cause cannot be determined at this time.

Event description:
It was reported that a plum 360 shut itself completely off with no warning peeps. Pitocin was infusing. There was no patient harm reported.